Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was returned stretched consistent with procedural damage. Blood/tissue were noted clogged inside the helix housing. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Due to the helix was stretched as returned, the helix mechanism test could not be performed. The cause of the reported event of helix mechanism issue was due to the helix being stretched consistent with procedural damage.

Event description:
Hold for kh 12/08 during attempted implant, loss of capture and loss of sensing were observed on the right ventricular (rv) lead. During repositioning, the helix of the rv failed to retract. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.